Event description:
The customer reported the catheter was inserted in the procedural suite under CT guidance. A drainage was performed immediately post procedure with the drainage line included in the kit, and low wall suction, which was set at: ¿low¿ -10kpa to evacuate the effusion. The catheter was then capped and dressed. When the nurse took the dressing down to access the catheter and perform a drainage 3 days later, she noticed some fluid around the valve and dripping from the end of the catheter at that time. When introducing the access tip of the drainage line, the nurse said that it felt different on insertion than she had experienced in the past. She removed the drainage line and examined the valve. She noticed that some blue material from within the valve appeared in the clear part inside the catheter. She then clamped the catheter, and had the patient revised by the physician, who determined that the catheter should be removed. The patient is currently being monitored and it is envisioned will need to have another catheter reinserted. There is no patient or user injury involved. On (B)(4) 2013, the following additional information was provided by the international contact ((B)(6)) as obtained from the end user: the catheter was inserted on (B)(6) 2013. There were no difficulties noted at insertion. There was no indication at any point throughout the insertion procedure that there may be a possible defect. The respiratory physician who inserted the catheter has significant experience with inserting these catheters. There was no leakage noted at insertion or initial drainage. The patient is being monitored closely for re-accumulation and has had one drainage procedure since. The patient's underlying condition is now end stage and repeat insertion is unlikely.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up medwatch will be submitted.